Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. The j-tip guidewire appeared to be uncoiled and stretched on the proximal portion. The core wires were noted to be exposed on the center portion of the guidewire. The j-tip of the guidewire was noted to be deformed on the distal end. A granular termination was noted on both exposed core wires (flat and round). Therefore, the investigation is inconclusive for the reported failure to advance and difficult to remove as the exact circumstances during advancing and removing the guidewire are unknown. However, the investigation is confirmed for the reported guidewire stretched and identified unraveled, fracture and material separation as the flat and round core wire were exposed. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause for guidewire felt loose when pulling the guidewire could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport ti and it was reported that during procedure the guidewire was allegedly loose when the guidewire was pulled. Further it was stated that there was a difficulty removing the catheter causing a stretch. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport ti and it was reported that during procedure the guidewire was allegedly loose when the guidewire was pulled. Further it was stated that there was a difficulty removing the catheter causing a stretch. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.